Event description:
The user came to the clinic on (B)(6) 2021 for the activation however, this was not possible despite troubleshooting of the fitting software and the external components. Revision surgery is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, in situ measurements showed abnormal results. A technical device failure is assumed, however to determine an exact root cause, investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
The user came to the clinic on (B)(6) 2021 for the activation however, this was not possible despite troubleshooting of the fitting software and the external components. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on (B)(6) 2021 for the activation however, this was not possible despite troubleshooting of the fitting software and the external components.